Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information are in process. If additional information is received a supplemental MDR will be submitted. Based on the information received the cause of the event is indeterminable; however, patient factors may have contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Article: "intraoperative, real-time three-dimensional transesophageal echocardiography for the transcatheter placement of an edwards sapien aortic valve in the mitral position for severe mitral stenosis," echo rounds december 2015, volume 121 number 6. Edwards learned that a (B)(6) male patient received mitral valve-in-valve intervention due to severe stenosis. It was reported that a 26mm transcatheter valve was implanted inside a disabled 25mm 6900p mitral bioprosthetic valve in the mitral position. The implant duration of the 25mm mitral valve was approximately eleven (11) at the time of the valve-in-valve procedure. Patient has history of mitral valve replacement and aortic valve replacement. Patient has a history of rheumatic valve disease and heart failure. Patient was deemed to be a poor operative candidate because of advanced age, previous sternotomies, and multiple comorbidities, including chronic atrial fibrillation, chronic obstructive pulmonary disease, and severe tricuspid regurgitation. There were no complications reported. At 1-month follow-up, the patient reported a dramatic improvement in symptoms.